Event description:
The permacol implant tore about a week after implantation. The patient was male and had a number of co-morbidities such as diabetes, severe obesity and was generally in poor health. There was no frank infection or known contamination at the time of initial surgery in 2006. The case involved repair of a massive ventral defect with an 18x28cm piece of permacol used as an onlay as essentially the patient had no abdominal wall. During the hospital stay the patient exhibited signs of sepsis and had a CT scan followed by exploration in 2006. The surgeon found that the permacol had torn superiorly in a lacerating fashion and had also torn in a lower corner. The surgeon elected to repair these tears with 2 new pieces of permacol, a 5x10cm and 10x15cm without removing the existing implant and was able to close the abdomen and treat with antibiotics post-op. The surgeon commented that it is not known whether the sepsis or a latent infection contributed to the permacol tearing.

Manufacturer narrative:
Following a review of the device history record for 05b13-8 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns.